Event description:
Reporter noted lint or flaking of back table cover onto instruments. A fleck was noticed after closure of the eye; re-opened and removed the lint during this procedure. Patient reportedly is fine.